Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and tactile examination found no kinks or other damage along the shaft/hypotube of the device. The tip outer diameter (od) was measured and was within specification. The deployed stent was not returned to the complaint investigation site for analysis. The distal end of the balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. It was observed that the balloon body had been twisted counter clockwise around itself at the proximal end of the balloon. The balloon may have acquired this feature as the user rotated the device during an attempt to cross the lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The totally occluded, 12 x 2.5mm, eccentric target lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. A 2.50x16mm promus element ¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent was not returned.